Event description:
Same case as pr ID# (B)(6). It was reported that balloon rupture occurred. A 2.50 mm x 12 mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. Another 1.50 mm x 12 mm emerge balloon catheter was advanced for dilation, but during the initial inflation, the balloon ruptured again. Both devices were removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.